Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead's helix was unable to be re-deployed after the lead was repositioned. The right atrial (ra) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.